Event description:
It was reported that during the procedure distal end of the subject coil broke and detached. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure distal end of the subject coil broke and detached. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h6 type of investigation - updated h6 investigation findings - updated h6 investigation conclusions - updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was seen to be kinked/bent. The main coil was seen to be kinked/bent. The coil delivery wire proximal end was seen to be broken/fractured. The introducer sheath was intact. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿main coil fracture¿ was not confirmed based on device inspection. However, the coil delivery wire was noted to be fractured at the proximal end. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil was fractured and detached inside the microcatheter just after transfer. The coil was then retracted from the microcatheter. The device was confirmed to be in good condition prior to use and there is no indication of a use error. The returned device was inspected and it was confirmed that the main coil was intact and had not fractured or separated. An assignable cause of not confirmed will be assigned to the reported event 'main coil broken/fractured during use'. An assignable cause of procedural factors will be assigned to the analyzed event: 'main coil kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the analyzed events: ¿coil delivery wire broken/fractured during use¿ and ¿coil delivery wire kinked/bent'. The issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added d4 gtin - updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil was fractured and detached inside the microcatheter just after transfer. The coil was then retracted from the microcatheter. The device was confirmed to be in good condition prior to use and there is no indication of a use error. The device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event: main coil broken/fractured during use.

Event description:
It was reported that during the procedure distal end of the subject coil broke and detached. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.